Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information received reported that a microsnare 4mm was used to engage and pull the shield couple times but failed. A integrin injection was completed. The patient was referred to consult physiotherapy.

Event description:
Medtronic received a report that on placing the second pipeline, the surgeon used a shorter length to avoid too much coverage on the ophthalmic. The placement of the distal end was smooth and the surgeon kept unsheathing on the proximal end to prevent the pipeline from getting into the aneurysm. After fully unsheathing, the proximal end of the pipeline did not open. It was suggested that the surgeon keep the access and try to push the proximal end of the pipeline with the phenom 27 microcatheter. However, the pipeline still did not open. Microsnare was used to retrieve the failed pipeline but did not work. Imaging showed that the right internal carotid artery (ica) was blocked and there was cross-flow on the anterior communicating (acom) artery from the left side. The pipeline was not positioned in a bend. The pipeline was not stuck in the capture coil. More than 50% of the pipeline was deployed when it failed to open. The pipeline was resheathed less than or equal to two times. A wire/catheter was used to try and open the pipeline. The pipeline was not used for an off-label use. The pipeline and any accessories were prepared as indicated in the instructions for use (IFU).   The patient was undergoing surgery for treatment of a blister, ruptured  right distal internal carotid artery (ica) aneurysm with a max diameter of 4.14mm and a 5mm neck diameter. The landing zone artery size was 5mm distal and 4mm proximal. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered and the platelet reactivity units (pru) level was 1200 heparin. The post procedure angiographic result showed a blocked ica on the operative side.   Ancillary devices include a benchmark 71 guide catheter, phenom 27 microcatheter, and a synchro select guidewire.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.